Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose on (B)(6) 2021 with blood glucose of 403 mg/dl. The customer was treated with manual injection and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the, yesterday blood glucose was over 400 mg/dl, she changed the set 3 times, one of the sets cannula was bent. Customer reported the drive support cap was normal. The insulin pump will be returned for analysis. ¿